Event description:
During the procedure, foot pedal on the craniotome that was being used bent and the blade broke. This occurred while drilling was taking place. The drill was put aside and another drill was able to be obtained to continue the case.